Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 3.50 x 24mm synergy xd drug-eluting stent was selected for treatment. However, during inflation under negative pressure, a blood leak was noticed in the indeflator. The procedure was completed with another of same device. No patient complications were reported.